Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 600mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to verify if their insulin was uncompromised and declined to remove their infusion set site to inspect the cannula for any damage as the customer believed the infusion set cannula was "fine". The customer reported that an antibiotic was being consumed due to a recent foot surgery; the customer did not provide any information regarding whether the antibiotic may have caused the elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.